Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The mobile view station (mvs) computer was not supplying video image to monitor- suspected intermittent video card. Replaced mvs computer and cycled power several times to assure video was present to monitor. Tested connectivity and green status to all four s7's by pushing separate test studies. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs computer was returned to the manufacturer for analysis. Investigation confirmed reported problem "intermittent loss of video at boot up". Computer won't boot. Cmos battery measured as 2.0 volts. Mvs computer powered up as expected after replacing cmos battery. Mvs computer was installed in the mvs station connected to imaging system 267 and ran without any issues. The hardware investigation found that reported event was related no power, related to a dead cmos battery. Failure mode was electrical. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that another medtronic representative informed him that the mobile view station (mvs) monitor was black after powering on the imaging system. She was powering on the system to acquire information, this was outside of a clinical setting. There was no patient present when this issue was identified. While troubleshooting, the imaging system on and line power lights were illuminated and it was confirmed that the power switch was in the on position, but still there was nothing on screen. Confirmed that the monitor was powered on.